Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/01/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with infection at the needle puncture site, which occurred 4 days after the sensor had been inserted in the arm. The parents reported that the patient had a 7cm long and 3cm wide infection under the skin. On (B)(6) 2023, the patient was seen in by a doctor and reaction was treated with a prescription of an oral antibiotic (name and dosage unknown). The patient was feeling better one week after the treatment was started. No additional event or patient information is available.